Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's doctor reported via phone call that the insulin pump alarmed button error and the act and esc buttons were not responding. Blood glucose value is unknown. The insulin pump would be replaced and it was agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad trace. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.